Manufacturer narrative:
As reported, the white tamper tube of the 6f-7f mynxgrip vascular closure device (vcd) was not present when the user shuttled down. The user removed the device and held manual pressure for thirty minutes or less. It is noted that it is possible the user did not shuttle down all the way and that this is the second time that this has happened. However, information is not available on whether there was significant resistance when shuttling down or whether unusual force was applied when retracting the sheath. There is no information available on the first event. There was no reported patient injury. There were no pre-existing conditions that could have contributed to the event. The user was trained on the use of the mynx device. The intended procedure was interventional peripheral. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer (si). The vessel was a femoral arterial that was 6mm in size and the stick location was at the medium level. The procedure used a retrograde approach. The sheath used alongside the mynx was a 6f non-cordis device. The stopcock was not open on sheath prior to shuttle down. There was no excessive force applied when shuttling down and there were no kinks noted on the sheath after removal. The patient is noted to have recovered. The device was not returned for analysis. A product history record (phr) could not be conducted as a lot number was not provided. The reported ¿sealant failure to deploy-advancer tube¿ could not be confirmed for the device that was not returned for analysis; and the root cause of the issue could not be determined. Based on the information available for review and the product investigation, it may have been caused by an incomplete engagement of the advancer tube during the procedure since there were no anomalies noted to the device and functional analysis was successful. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. The returned device performed as intended per the mynxgrip instructions for use (IFU). Neither the phr review, nor the product analysis of the returned device suggests that the reported failures could be related to the manufacturing process of the unit. Without a lot number to conduct a phr review for the device that was not returned, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore, no corrective actions will be taken at this time. This is one of two products involved with the reported event and the associated manufacturer report numbers are 3004939290-2019-01062 and 3004939290-2019-01063.

Event description:
As reported, the white tamper tube of the 6f-7f mynxgrip vascular closure device (vcd) was not present when the user shuttled down. The user removed the device and held manual pressure for thirty minutes or less. It is noted that it is possible the user did not shuttle down all the way and that this is the second time that this has happened. However, information is not available on whether there was significant resistance when shuttling down or whether unusual force was applied when retracting the sheath. There is no information available on the first event. There was no reported patient injury. There were no pre-existing conditions that could have contributed to the event. The user was trained on the use of the mynx device. The intended procedure was interventional peripheral. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer (si). The vessel was a femoral arterial that was 6mm in size and the stick location was at the medium level. The procedure used a retrograde approach. The sheath used alongside the mynx was a 6f non-cordis device. The stopcock was not open on sheath prior to shuttle down. There was no excessive force applied when shuttling down and there were no kinks noted on the sheath after removal. The patient is noted to have recovered.